Manufacturer narrative:
No data analysis was performed because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Patient is taking large dose of prednisone and has rheumatoid arthritis. Patient current medication and health status may affect coagulation test. This may lead to unexpected inr result or testing error. Patient is performing finger stick before apply sample green light and is taking almost a minute to apply sample to test strip. This may affect coagulation test and lead to unexpected inr or errors in testing. Previous investigation of strip lot 246050 met precision criteria. No further investigation is required. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio2: 5.1. Date: (B)(6) 2011, inratio2: 1.5. Patient's target therapeutic range is 2.0-3.0. Patient decided to stop taking coumadin after 5.1 result on (B)(6) 2011.